Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the rise in temp was confirmed. Based on the investigation details, the likely cause for the alleged overheating was the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.